Manufacturer narrative:
(B)(4). The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed motor fault alarm. There was an associated "cricking" noise and the delivered volume was lower than specifications. There was no patient involvement associated with the reported event. The customer tried exchanging the motor driver board and calibrating the transducers but it did not resolve the reported issue. The customer stated the issue was resolved after replacing the turbine.

Manufacturer narrative:
Vyaire failure analysis lab technician was bale to verify the customer's reported issue. Bench testing revealed the turbine interfaced has become corrupted and failed.